Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/26/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a prostatectomy procedure the device was slipping; not approximating, and holding as it should. It was unknown how the procedure was completed. There were no patient consequences reported.